Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient underwent left hip replacement surgery on (B)(6) 2010 and was implanted with an lfit antomic v40 femoral head and accolade tmzf hip stem. Allegedly in (B)(6) 2019, he began to experience audible clicking and crunching and on (B)(6) 2019 he was assessed with "left hip trunnionosis". It is further alleged that on (B)(6) 2019 he went to the emergency department and diagnostic imaging showed that one or more of the stryker devices physically broke inside the patient. On (B)(6), 2019 he underwent a "revision left total hip arthroplasty with trochanteric slide osteotomy".